Event description:
On (B)(6), 2012, beckman coutler, inc. (Bec) quality assurance discovered the unicel dxc 600 synchron system (dxc 600) generated false low sodium (na) and carbon dioxide (co2) results on one patient sample during investigation of another dxc instrument in the customer's laboratory that was having recovery issues. Bec questioned the customer about the incident. Customer reported that they recalled one sample having discrepant result for na. Customer reported that they did not remember any other details. Customer reported that the false low results were not reported out of the laboratory. Customer reported that the sample was rerun on the same dxc 600 instrument with higher results. Customer indicated the rerun results were reported out of the laboratory. Bec field service engineer (fse) evaluated the dxc 600 instrument but could not identify the cause of the erroneous results. The fse verified performance.